Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the report of slits in a hickman catheter is confirmed, and the cause remains unknown. The device returned was found to be one triple lumen hickman catheter. Visual observation found that the catheter manifested residues on each of the three luer adaptors and at the distal tip. A large s-shaped, primarily longitudinal hole was observed just proximal to the trifurcation on the white lumen extension leg, which is addressed in complaint (B)(4). Two transverse slits were found very near each other within about 0.6 cm of the trifurcation on the main catheter tubing. The distal portion of the cuff had taken on a brownish color. Another similar slit was found about 1.6 cm proximal to the cuff. Microscopic evaluation found that the texture of the larger split of the pair close to the trifurcation and that just proximal to the cuff were finely granular and smooth, with no striations confirmed. The edges were well defined. Functional testing found that infusion through the blue lumen led to leakage from the split(s) just distal to the trifurcation, whereas leakage from any of the splits was not observed when infusing through the other lumens. The cause and origins of these splits are unknown, although the orientation of the holes and their general appearance suggest the possibility of suture damage or damage from tool handling. The complaint is confirmed, and the cause is unknown. The following IFU statements may be helpful: ¿do not grasp the catheter with any instrument that might sever or damage the catheter.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged atraumatic clamps or forceps.¿ ¿if sutures are used to secure the catheter, make sure they do not occlude or cut the catheter.¿ a lot history review (lhr) of hubp2428 showed one other similar product complaints from this lot number.

Event description:
The catheter body had slits and was found to leak. No other information provided. No patient injury reported.